Event description:
It was reported that the infusion pump was involved in an overdelivery at a hosp in sweden. Reportedly an infusion of heparin was started at 15 ml/hr. Approx one hour later it was commented that "everything seemed fine". Two hrs after the infusion was started it was discovered that 200 ml of solution had been delivered instead of 30 ml. The pump displayed 26 ml delivered. It was reported that there was no effect to the pt. The device was removed from pt use after the occurrence.

Manufacturer narrative:
Section f completed by the MFR based on info reported from the hosp. The infusion pump was tested by baxter healthcare. Infusion accuracy was performed at 15 ml/hr, 50 ml/hr, and specification.